Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the associated device data for the reported arm cart assembly (aca). Evaluation of the device data indicates that the position button was pressed and released in rapid succession. When this occurs, the robotic arm setup arm (rasa) will enter a hardstop due to the rapid presses of the manual control button. This results in the setup arm_joint 2 (sa_j2) brakes being marked invalid which will trigger a non-recoverable error on the aca. Additionally, the error code associated with arm failure with possible motion was triggered. Evaluation of the device data for the reported arm cart assembly was confirmed. The most likely cause is due to the operator pressing the position button consistently leading to a hardstop and a non-recoverable error. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hemorrhoidal artery ligation (har) procedure while rolling the arms in, an arm error occurred and the error could not be recovered. The arm was restarted, but still replaced with a spare arm. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hemorrhoidal artery ligation (har) procedure while rolling the arms in, an arm error occurred and the error could not be recovered. The arm was restarted, but still replaced with a spare arm. There was no patient injury.